Event description:
It was reported that during use, the blue tip of the device broke from the attachment point at the handle. The device did not fall into the patient cavity. There was no x-ray performed and no additional medication procedure needed. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the blue tip of the device broke from the attachment point at the handle.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube was cracked at the handle body. The tube was still attached, no pieces were missing. Functional testing found that the tube was cracked. The tube appeared to have been bent back and forth. It was reported that the blue tip of the device broke from the attachment point at the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the shaft is malleable and may be bent by hand to desired angle to enable unobstructed contact of the tip with the intended tissue. To prevent damage to the shaft, the stylet should remain in place while forming the shaft by hand to the desired angle. Applying excessive force, kinking, or bending to severe angles may result in damage to the shaft. Inspect the entire device after bending shaft to ensure proper function. Do not use device if insulation damage has occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.